Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a1, b5, h6 health effect - impact code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Will the device be available for return? The device is not available as it has been scrapped. B. Was there any surgical delay? If yes, what is the duration of the delay? The delay that occurred was no more than 5 min while the other cement was prepared. C. Were/were there any patient consequences related to the event? There were no consequences since it was not used in the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: doctor cement in two times since the temperature of the room was not indicated , in the first time femur and lukewarm cement was without any novelty and in the second patella, therefore the cement stopped and when using it in less than 5 min was already freed so it is time to pass another cement. It was noted in the expense as a charge but the doctor does not let it charge since I do not use it so it was forged unused. Box marked with red ribbon in container is sent. It does not cause any involvement to the patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment [source file - re (B)(6)]. The photo investigation found nothing that could be related to a product malfunction. The retain sample test was performed by the manufacturer and revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. Refer to full report "(B)(4) report" as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the depuy cmw 1g 40g would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3315040/4196430] and no non conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4) investigation summary it was reported that the doctor cement in two times since the temperature of the room was not indicated , in the first time femur and lukewarm cement was without any novelty and in the second patella, therefore the cement stopped and when using it in less than 5 min was already freed so it is time to pass another cement. It was noted in the expense as a charge but the doctor does not let it charge since I do not use it so it was forged unused. Box marked with red ribbon in container is sent. It does not cause any involvement to the patient. The packaging associated with this report was returned to depuy synthes for evaluation. The device associated with this report did not return, and only the empty packaging was returned. According to the event description, this is because cement was used during surgery. The retain sample test was performed by the manufactured and revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. Refer to full report the overall complaint was unconfirmed as the observed condition of the depuy cmw 1g 40g would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [3315040/4196430] and no non conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with the cement setting up correctly. No patient involvement.